Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that customer suffered from memory problems, mental delay, brain fog, hearing issues, anxiety, mood swings, difficulty sleeping, night terrors, post traumatic stress disorder, depression and worsening neuropathy. Current case is a duplicate of case-(B)(4), but to document the high blood glucose on september 23, 2019. Please see case-2(B)(4) for the low on september 24, 2019. On november 22, 2019, attorney of the family reported customer had a high of 413mg/dl around 11pm on september 23, 2019. Customer treated the high with pump. Customer was not taken to the emergency room for the high and was not hospitalized.

Event description:
Medtronic legal received information from the attorney of the family on march 08, 2023. The reporter alleges that using a medtronic mini med 600 series insulin pump retainer ring that was damaged caused the claimant to suffer hyperglycemia with a blood glucose value of 413 mg/dl. The customer was taken to the emergency room to treat hyperglycemia and was hospitalized. It was reported that the customer suffered from memory problems, mental delay, brain fog, hearing issues, anxiety, mood swings, difficulty sleeping, night terrors, post-traumatic stress disorder, depression, and worsening neuropathy. The customer reported that the insulin pump was overdosing. The customer reported symptoms like loss of consciousness, hypothermia, hypokalemia, and leukocytosis. A customer reported the retainer ring was missing. The allegation specifies the pump identifier (mmt-1780kpk). Therefore, all 600-series insulin pumps in the possession of the claimant, including this pump, are considered potentially within the scope of the report confirmation of the affected pump identifier number(s). The insulin pump was not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.